Event description:
A malfunction alarm was reported, with the malfunction code identified as "malf 0." The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the issue did not recur. The customer continued to use the pump for insulin therapy.